Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The contact declined troubleshooting; however, the contact stated drops of insulin were able to be seen at the end of the tubing. Contact was able to reconnect and resume insulin delivery successfully. Additionally, it was reported that the pump touch screen was cracked. The contact was unsure how the pump screen became cracked. Reportedly, the pump was still functional. The customer's blood glucose level was 417 mg/dl and was addressed with a corrective bolus. Reportedly, the customer would use the pump to continue insulin therapy but also confirmed that an alternate method of insulin delivery was available.